Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. A visual inspection noted no physical damage. Turned the device on to perform visual and audible testing; the reported problem was verified. The device turns on but has no electronic alarms. A root cause was due to a faulty main board. The previous service history has reviewed and deemed unrelated to the current complaint. Action taken; the pump was replaced and performed preventative maintenance (pm). Device passed all functional testing. Action taken; replaced main board, MRI battery, sintered filter, o rings and o ring washer. Replaced faulty non-return valve (nrv), and a faulty alarm reed. Cleaned and affixed service label. Device passed all functional testing.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Event description:
It was reported that could not get any audible alarm to sound from the unit. No patient injury was reported.